Manufacturer narrative:
The device was returned and investigated at nevro. Visual examination found one anchor missing the distal nozzle of the silicone casing. There were no obvious signs of voids or defects in the molded material. The edges of the break seemed more indicative of stretching or tearing damage. However, the exact root cause of the tear could not be determined. The manufacturing records were reviewed and no non-conformities related to the nature of the complaint were found.

Event description:
It was reported to nevro that during a scheduled explant procedure, the physician found that part of the anchor had broken off and was found at the incision site. It is unknown if it broke prior to or during the procedure. No injuries were sustained by the patient. There have been no reports of further complications regarding this event.